Event description:
A caller reported an issue with a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions, guiding the caller through the process, which successfully resolved the error, allowing the customer to start their sensor session without further issues.